Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen sensor failure no health consequences or impact. No information received if patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen sensor failure. No health consequences or impact. No information received if patient involvement.